Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2011 and subsequently expired on (B)(6) 2011 after the use of the product.

Manufacturer narrative:
Additional information noted that the patient experienced a sudden cardiac event and expired on that same date. This information is being reported accordingly. This is one of three device reports associate with this event and this event is one of two events associated with this same patient: 1225714-2014-04091, 1225714-2014-04092, and 2937457-2014-00983.

Manufacturer narrative:
This is one event (death) of two events reported for the same patient involving three separate products; associated mdrs: 1225714-2014-04089, 1225714-2014-04090, 1225714-2014-04091 and 1225714-2014-04092, 2937457-2014-00982 and 2937457-2014-00983.